Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient and with a brand new battery installed the external pulse generator (epg) shut off by itself. The generator was changed out and tested by the hospital's biomedical engineering department. The issue was unable to be duplicated during testing, it was noted that all preventive maintenance tests were within normal operating parameters. The epg wasreturned to service. Though it was noted that the patient experienced bouts of ventricular standstill and a heart rate of from 39 beats per minute to into the 40's (beats per minute) it was also noted that the patient was asymptomatic and that no further patient complications were reported as a result of this event.